Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient¿s parent, the patient experienced a skin reaction with redness, and inflammation underneath the sensor pod area only. The patient was seen by a healthcare provider and was diagnosed with cellulitis. The reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report the skin reaction had lessened, and it was understood that the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.